Manufacturer narrative:
(B)(4). Batch record review of lot a910, was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and 2 add'l complaints for centrifuge blood leak were reported to date for this lot. No trends detected. The assessment is based on info available at the time of the investigation. No product return was rec'd by the customer for investigation. The root cause for this complaint cannot be determine based solely on the info provided by the customer. (B)(4).

Event description:
Customer called to report a centrifuge bowl leak that occurred during a treatment procedure. Name and function of complainant: same as rptr. Customer reported a blood leak occurred at the top of the bowl at the end of cycle 1. The leak was noticed after a blood leak alarm occurred. Customer stated they also noticed condensation under the centrifuge lid customer stated a crack was found in the plastic dome at the top of bowl, and the blood leak appeared foamy as if blood and air were leaking. The treatment had already been aborted, and customer requested and rec'd cts assistance to open the blood pump door to remove the disposable kit from the instrument. Customer will not return product for investigation.